Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced hyperglycemia. Customer's blood glucose value 400 mg/dl. The customer also reported that the battery life of the transmitter was not lasting. The transmitter will be return for analysis and the insulin pump will not be returned for analysis.